Manufacturer narrative:
Product will not be returned for eval. Mfg details are currently under eval. A f/u report will be sent once more info is available.

Event description:
Incident as reported: thrombectomy procedure - "it was reported to bard (B)(4) that on (B)(6) 2010, during a thrombectomy procedure, the physician used a first catheter (item code ce0480dr) but the balloon ruptured. Therefore, he retrieve the device and used a second one (B)(4) but the same issue occurred (balloon rupture). Finally, a third thrombectomy catheter, containing latex, was successfully used. Note: no devices are available for investigation. The (B)(6) competent authority was notified by the customer. A third embolectomy catheter containing latex was successfully used without any clinical consequences for the patient. It is only mentioned that the physician loose time and that patient bleeding was noticed."